Event description:
Boston scientific crm received information that the patient with this left ventricular lead was hospitalized. Interrogation revealed high out of range impedance measurements. A revision procedure was scheduled, when the pocket was opened, it was noted there was a pocket infection. This lead was left implanted. As the patient with this device has no intrinsic rhythm, a decision will be made in the near future regarding a replacement procedure.

Manufacturer narrative:
According to additional information received, during a device replacement procedure, a decision was made to leave this lead implanted and connected to the device; this lead remains implanted and in service. At this time, it is unknown whether this lead will be removed and returned for analysis. Should additional information become available, this event will be updated.